Event description:
A report was received that the patient was getting inadequate and unwanted stimulation due to lead migration. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.